Event description:
During a coronary interventional treatment procedure, the maverick otw balloon ruptured at unknown atms. No pt injuries or complications were reported. No add'l info is available regarding this event.